Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump would turn off when pressing the button. Customer reported that the insulin pump was cracked that could have led to issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display, after pressing any buttons unit showed ghosting display follow by blank display, problem isolated to lcd driver board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify button/keypad anomaly due to blank display. Device had broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners.